Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo(s) noted one image of a staple inside a tissue cavity. A reload could be seen. The reload was inserted around tissue. Fully formed staples were in the proximal end of the staple cartridge. A malformed staple was protruding from the tissue. A grasping instrument could be seen. The visual inspection of the return device noted the jaws were open. Staple pushers were visible at the 4cm cut line. During functional testing, the reload was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The cut line and staple formation showed no abnormalities. The reload interlock was tested and found to function properly. It was reported that there was poor staple formation. The reported issue could not be confirmed from the returned device, however, the reported condition was able to be confirmed via the photographic evidence provided. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was partially fired that is related to the reported condition. The visual inspection of the return device noted that the reload was partially fired with the interlock engaged. The product analysis noted evidence that the device was not used as intended. This issue of partial fire with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, there was poor b formation in the staple line. Manual suturing was required above the staple line as reinforcement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.